Event description:
Though no event was reproted, physicial examination of the returned device reasonably suggests that a leak may have occurred. This event is birng reported as inamed's appraoch to complicance is to resolve all doubts in favor of rpeorting.